Manufacturer narrative:
Corrected data: updated h6 (conclusions).

Manufacturer narrative:
If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that a patient with a 7300tfx25mm valve implanted in the mitral position underwent a valve-in-valve intervention after an implant duration of 6 years and 10 months due to degeneration leading to stenosis and regurgitation. A 25mm sapien 3 ultra valve was successfully implanted within the edwards surgical valve using the transseptal approach. The patient outcome was noted as good.